Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. A lead fracture was suspected to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the lead was explanted and replaced. The patient stable.